Event description:
It was reported that the patient complained of decrease in vision 6 weeks post surgery. The surgeon suspected lens vaulting/z-syndrome, but reported he "could not see vault due to capsular contraction". Yag was performed (date not specified). The surgeon indicated that in his opinion that the likely cause of the event was capsular contraction with z-syndrome. The patient's current prognosis and treatment is possible yag treatment or iol repositioning. This report pertains to the patient's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.